Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 14-dec-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported complaint. Fse observed waste was backing up due to obstruction on the dilution block of the g8 instrument. Fse removed the obstruction and this corrected the issue. Fse was not able to duplicate the 706 syringe-l error, but cleaned and lubricated the large syringe guide rod. Fse ran precision and quality controls (qc). All results were within acceptable range and no errors or leaks observed. The g8 instrument was performing as intended. No further action was required. A 13-month complaint history review and service history review for serial number (B)(4) from 13-nov-2016 through 13-dec-2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, states message 706 is syringe-l error and is generated due to operation error in syringe-l. The countermeasure is for the user to inspect the syringe-l and execute smp.reset. In addition, in the preface section, during instrument use, check for eluent leakage: elution buffer or hemolysis and wash solution leakage may cause fires, electrical shocks or corrosion. When an eluent leakage is found, stop the operation, put on appropriate protection, wipe off the eluent and stop the leakage after making sure of no leakage in tube connections. Contact technical support when the leakage cannot be stopped. The most probable cause of the reported event was due to obstruction on dilution block and dirty large syringe guide that needed cleaning and lubrication.

Event description:
On (B)(6) 2017, customer reported getting 706 syringe-l error and a buffer leakage on the g8 instrument. On 14-dec-2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.